Event description:
The article "edge-to-edge repair for tricuspid regurgitation: 1-year follow-up and clinical implications from the tr-interventional study" was reviewed. The article presented a prospective single center study, to evaluate the efficacy and clinical outcomes following transcatheter edge-toedge repair (teer) in patients with severe, symptomatic tricuspid regurgitation through a 1-year follow-up. Devices mentioned include "". The article concluded that tricuspid teer is a valuable and effective therapeutic option in contemporary practice. [The primary author and corresponding author was myriam carpenito at fondazione policlinico universitario campus bio-medico, rome, italy with corresponding email m.carpenito@policlinicocampus.it. ] the time frame of the study was 1 march 2021 to 5 december 2023,. Say not confirmed or reported if applicable. A total of 44 patients were included in this study, of which all received an abbott device. Comorbidities include hypertension, obesity, dyslipidemia, atrial fibrillation, type 2 diabetes, smoking, coronary artery disease, autoimmune disease, cancer, chronic obstructive pulmonary disease, chronic kidney disease, anemia, stroke, previous coronary artery bypass graft, previous left valve surgery, previous mitraclip, previous transcatheter aortic valve replacement, and cardiac implantable electronic device. Peri and post-procedural complications included intraprocedural single leaflet device attachment (slda), post procedural slda, unexpected medical intervention, hospitalization, heart failure, medication (diuretics), recurrent tr.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "edge-to-edge repair for tricuspid regurgitation: 1-year follow-up and clinical implications from the tr-interventional study." Summarized patient outcomes/complications of triclip system were reported in a research article in a subject population with multiple co-morbidities including hypertension, obesity, dyslipidemia, atrial fibrillation, type 2 diabetes, smoking, coronary artery disease, autoimmune disease, cancer, chronic obstructive pulmonary disease, chronic kidney disease, anemia, stroke, previous coronary artery bypass graft, previous left valve surgery, previous mitraclip, previous transcatheter aortic valve replacement, and cardiac implantable electronic device. Complications reported included intraprocedural single leaflet device attachment (slda), post procedural slda, unexpected medical intervention, hospitalization, heart failure, medication (diuretics), recurrent tr; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.